Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had serous drainage on the pocket incision dressing due to a skin tear caused by the bandage. The pocket site was redressed and looked good upon follow-up.